Event description:
As reported, approximately 3 years post op the initial left tka, this 59 y/o female patient was revised due to poly wear. Patient had poly debris in the wound and we washed it out and put a new 3x9 crc back in. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or a combination of these possibilities, which led to prosthesis wear. However, this cannot be confirmed as the device was not returned for evaluation and pre-revision x-rays were not provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings